Event description:
The user facility reported that the thumb flange on the plunger of a 20-cc syringe broke while making an injection. Follow-up communication confirmed that there was no injury or other impact related to this event.additional event specific information is not available.